Event description:
Subsequent information was received that a follow-up was performed and low out of range impedance measurements were observed on the rv lead. Additionally, rv pacing consistently induced noise. Pacing on the left ventricular (lv) lead resulted in anodal capture. As a result, the pacing polarity was reprogrammed to ensure true capture of the lv. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that electrograms revealed noisy patterns on the ventricular channel. Boston scientific technical services (ts) reviewed the available data and indicated there was inconsistent capture and noise on the right ventricular (rv) lead. No adverse patient effects were reported.